Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and undersensing. The rv lead remains in use and future intervention is planned. No patient complications have been reported as a result of this event.